Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead showed questionable loss of capture (loc). Lv threshold trend showed higher than lv output reported values. Also, rv, lv and shock impedance all decreased but still within normal values as did thoracic impedance. According to the field representative, the lv threshold increase was reprogrammed. The lv lead remains in service at this time. No adverse patient effects were reported.